Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2024. Location of detachment was quick release/ site connector tubing connector. Insertion site location was abdomen. The blood glucose level was high. No further information available.